Event description:
It was reported that the patient presented after receiving multiple inappropriate high voltage therapies for af with rapid ventricular response. Device interrogation revealed back-up vvi mode. A software download successfully restored the device and the device was reprogrammed. Myocardial damage was indicated as the patient had a troponin bump.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.